Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Office called in and said a patient got swollen lips after whitening for a month. They stopped for a few weeks and then whitened again. After the first night the swelling returned. She stopped all use and the swelling went down again. Advised the office to inform the patient to discontinue all use of the desnsitizer. Any future whitening would be without the desensitizer.